Manufacturer narrative:
The impella cp pump, cable, and purge cassette were all returned for investigation. Upon review of the products, there was an observed tear and scratch in the wound closure portion of the impella cp. The data logs were returned for analysis. They confirmed the clinical account of the pump being placed into "surgical mode" when the occlusion balloon is advanced to the access site and the sheath is replaced and inserted to the arteriotomy. The data logs revealed that the patient was successfully supported with optimal flows and the purge pressures were within specification throughout the support. There were no persistent alarms. The root cause of the access site bleeding was a tear in the tip of the wound closure. The lot of cp pumps has had no other complaints. There will be no corrective action for this adverse event. The failure was determined to be low risk. These types of failures will continue to be monitored and trended. Internal reference (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) male was admitted for a high risk pci. While in the cardiac cath lab for the intervention, the patient developed a thrombotic burden in the left anterior descending artery and circumflex and this prompted placement of an impella for support. The patient's access of the femoral artery was not noted to be difficult one, though peripheral vascular disease was present. As the patient decompensated, while on support with the impella cp, he was intubated and had angiojet thrombectomy of both coronary vessels, followed by stents. For transport to the ICU, the oscor sheath was peeled away, and bleeding was significant around the impella repositioning sheath. The team performed contralateral balloon inflation and exchanged to a cook 14 x30cm sheath. On the following day, (B)(6), there was still bleeding from the access site in the right groin, and so the sheath was again exchanged to a 16fr cook sheath. This upsizing resolved the bleeding and hemostasis was achieved. Due to the blood loss, the patient received a total of 5 units of blood product. The impella cp was able to be weaned and explanted on the (B)(6). The patient is stable, though still intubated and following commands as requested.